Manufacturer narrative:
(B)(4).. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a low blood glucose level of 40 mg/dl. Customer¿s current blood glucose level was 250 mg/dl. The customer treated low blood glucose level with glucose tablet. Customer also stated that the insulin pump received insulin flow blocked alarm. Customer was also admitted to hospital due to gastro paresis. Customer¿s blood glucose values as the time of hospitalization was 300 mg/dl. Customer did not allege that the insulin pump was over delivering or under delivering. The customer declined troubleshooting for low blood glucose levels. The insulin pump will not be returned for the analysis.